Manufacturer narrative:
The customer service engineer (cse) inspected device and replaced the graphic user interface (gui) printed circuit board (pcb), installed a backlight inverter printed circuit board, installed rev ak software and then calibrated the device. The device passed extended self-test (est), short self-test (sst), and performance verification test). The device passed all calibrations according to manufacturing specifications. The service history record (shr) for this device was reviewed for similar complaint modes. No relevant complaint modes were found in the device service history record. Complaint trends will continue to be monitored. (B)(4).

Event description:
A report was received from the USA indicating the graphical user interface (gui) display was erratic. The device was flickering on the lower display and the lower display was unreadable with lines present. The device was not being used on a patient when event occurred. No additional information was provided.